Event description:
Hillrom received a report from a hillrom technician stating the CPR was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Hillrom has contacted the account asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.